Event description:
Same case as MFR report #3005099803-2008-04954. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the basket would not open. The target stones were in the common bile duct. A hydratome rx 44-20mm/260 cm had been selected for use. Prior to insertion into an unspecified type of scope, it was noticed that the device did not have a cautery port. Another of the same device was used to gain access to the duct. The physician then selected an rx lithotripter basket and tested the device to ensure that the basket would open. After passing the physician's test, the device was advanced to the target stones but the device would not open inside the duct. The rx lithotripter basket was exchanged for another of the same device and the identical problem occurred. The target stones were able to be removed with a 3rd rx lithotripter basket. The procedure was completed with the implant of an unspecified stent. There were no pt complications reported with the pt's current condition as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.